Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead was oversensing and had a high pacing impedance. The patient was asymptomatic. No intervention performed. The patient was stable throughout.